Event description:
Pt in the operating room for total laparoscopic hysterectomy. During latter part of procedure, endostitch device retrieved for use. After attempted use of the product, the surgeon noted the needle was broken. Surgeon examined device and pt abdominal and pelvic cavity. Needle remnant located in pt's pelvic cavity and retrieved without difficulty.